Manufacturer narrative:
(B)(6). (B)(4). An ultraflex tracheobroncial covered stent was received for analysis; the delivery system was not returned. Visual examination of the returned device found the stent was received completely deployed and the loops of the stent were bent. The outer diameter (od) of the stent was measured and found to be within specifications. No other issues were noted to the stent. The reported event of stent partially deployed was not confirmed; the stent was received fully deployed. Taking all available information into consideration, the investigation concluded that the reported event of stent partially deployed and the observed failure were likely due to factors encountered during the procedure. It may be that how the device was handled or manipulated, and/or the anatomy of the patient, limited the performance of the device and contributed to the reported stent partial deployment and stent loops bent. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. A labeling review was performed, and from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal release stent was to be used during a tracheobronchial stenting procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the stent failed to deploy. Reportedly, the stent was partially deployed on the delivery system when it was removed from the patient. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. Note: this event has been deemed an MDR reportable event based on investigation result which revealed the stent loops were bent.